Event description:
It was reported that a pt who underwent an x-stop procedure had the device removed three months post-operation. It was determined that the x-stop was not the appropriate treatment for the pt's symptoms. No additional info was reported.

Manufacturer narrative:
Device not returned, follow up conversation with company representative.